Manufacturer narrative:
Unit received with button error alarm and had intermittent act and up buttons response due to corroded keypad traces. No unexpected numbers ramping scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that she had a button error alarm. The customer's blood glucose level was 111 mg/dl. The customer stated that she had clipped the insulin pump in her workout clothes and may have sweated on the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.